Event description:
Information was received indicating that following intubation of the patient with a smiths medical portex cuffed blue line tracheostomy tube, leakage of air was observed. It was reported that the pilot balloon was disconnected. There were no adverse effects reported.